Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number cmp-(B)(4). UDI #: (B)(4). The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Product review of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2019 revealed that the calibration and sample mesh could not be taken due to the comb being out of shape on the ratchet end. The ratchet was not functioning properly as the sliding pin was inserted the wrong way. The roller was worn and very hard to rotate. The side plates were worn on the inside edge of the roller. The shoulder bolts, washers, and nuts needed replaced. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2019 which included replacement of the side plates, roller, bearings, washers, shoulder bolts, cap nuts, roller gear, and comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the reported event, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the side plates, roller, bearings, washers, shoulder bolts, cap nuts, roller gear, and comb were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the roller bearings are tight and the handle is damaged. Event occurred during surgery, there was a 1-15 minute delay and no harm to the patient. An additional graft was not needed. Investigation identified a damaged comb. No adverse events were reported as a result of this malfunction.